Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30555839) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported an (B)(6) male patient underwent a thrombectomy procedure targeting an occlusion in the right internal carotid artery (ica). It was reported that the patient¿s blood vessels were severely tortuous, delivering a balloon guiding catheter (bgc) was very difficult. The 9f optimo¿ balloon guide catheter (tokai medical) moved as if it was kinked on the way, but the physician managed to approach the internal carotid (ic) on the right and used the complaint product, a 132cm embovac 71 aspiration catheter (ic71132ca / 30555839), but he was unable to insert the embovac in the part where the bgc seemed to be kinked. After several repetitions of pushing and pulling, it passed through this part. Although the physician approached the ica with the embovac catheter and performed manual aspiration, the thrombus was not removed, and the bgc also slid down when the embovac was being retracted. Subsequently, the bgc was replaced with a new bgc, but the replacement bgc was not able to approach. The physician attempted a micro-puncture from the neck, the puncture was not successful and the thrombus was not captured nor the vessel opened. The procedure was terminated at this point. When the embobac catheter was checked outside the patient, it was flattened throughout. Some of the outer resin was peeled off and the braided wire mesh was exposed. It was reported that the physician experienced strong resistance around the part where the bgc seem to be kinked. Per the physician, the tip of the embovac got stuck in there, and the whole body was pulled because the anchor was attached, which may have led to the damage noted. It was very strong resistance and the physician commented that the embovac catheter has good durability as it did not get separated even though the physician pulled it with high force against the resistance inside the bgc. The physician commented that he thought the embovac catheter had become separated, but it did not. The stretched appearance of the embovac may have caused the flattening and delamination of the coating. Per the physician, the patient ¿prognosis going forward would be toward modified rankin scale (mrs) score of 6. No additional reoperation has been performed so far.¿ the procedure was not successful, and additional / further treatment is difficult to perform based on the patient condition and the occlusion condition; the occlusion started from the internal carotid artery with large amount of clot. It is not known if further / additional treatment is being planned. The physician commented that the event is serious, and although it is not caused by the complaint product, ¿it is a serious condition because a large amount of thrombus is still embolized to the ic.¿ the severely tortuous vessels, thrombus volume, how stiff the thrombus is (very hard) and the kinked bgc likely contributed to the serious condition. It was reported that continuous flush was not maintained. On 03-feb-2022, the information indicated that ¿to obtain additional information is very difficult because the procedure was not a success and the patient¿s condition is bad.¿ no further information was provided related to the patient condition.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) . The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported an 82-year-old male patient underwent a thrombectomy procedure targeting an occlusion in the right internal carotid artery (ica). It was reported that the patient¿s blood vessels were severely tortuous, delivering a balloon guiding catheter (bgc) was very difficult. The 9f optimo¿ balloon guide catheter (tokai medical) moved as if it was kinked on the way, but the physician managed to approach the internal carotid (ic) on the right and used the complaint product, a 132cm embovac 71 aspiration catheter (ic71132ca / 30555839), but he was unable to insert the embovac in the part where the bgc seemed to be kinked. After several repetitions of pushing and pulling, it passed through this part. Although the physician approached the ica with the embovac catheter and performed manual aspiration, the thrombus was not removed, and the bgc also slid down when the embovac was being retracted. Subsequently, the bgc was replaced with a new bgc, but the replacement bgc was not able to approach. The physician attempted a micro-puncture from the neck, the puncture was not successful and the thrombus was not captured nor the vessel opened. The procedure was terminated at this point. When the embobac catheter was checked outside the patient, it was flattened throughout. Some of the outer resin was peeled off and the braided wire mesh was exposed. It was reported that the physician experienced strong resistance around the part where the bgc seem to be kinked. Per the physician, the tip of the embovac got stuck in there, and the whole body was pulled because the anchor was attached, which may have led to the damage noted. It was very strong resistance and the physician commented that the embovac catheter has good durability as it did not get separated even though the physician pulled it with high force against the resistance inside the bgc. The physician commented that he thought the embovac catheter had become separated, but it did not. The stretched appearance of the embovac may have caused the flattening and delamination of the coating. Per the physician, the patient ¿prognosis going forward would be toward modified rankin scale (mrs) score of 6. No additional reoperation has been performed so far.¿ the procedure was not successful, and additional / further treatment is difficult to perform based on the patient condition and the occlusion condition; the occlusion started from the internal carotid artery with large amount of clot. It is not known if further / additional treatment is being planned. The physician commented that the event is serious, and although it is not caused by the complaint product, ¿it is a serious condition because a large amount of thrombus is still embolized to the ic.¿ the severely tortuous vessels, thrombus volume, how stiff the thrombus is (very hard) and the kinked bgc likely contributed to the serious condition. It was reported that continuous flush was not maintained. On 03-feb-2022, the information indicated that ¿to obtain additional information is very difficult because the procedure was not a success and the patient¿s condition is bad.¿ no further information was provided related to the patient condition. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 132cm embovac 71 aspiration catheter was received. All the damages described within the initial report and subsequent information provided are consistent with the damages noted on the returned device. Visual inspection was performed. The presence of the hydrophilic coating was confirmed. The catheter shaft was observed to have a kink next to the ID band, this damage seems to have been caused by a hemostatic valve as the damage is seen on two opposite planes. The catheter shaft was also noted to be stretched and flattened throughout, starting at 41.5 inches from the distal section. Several fractures were observed along the catheter shaft stretched section, although the catheter shaft was not completely separated, the mesh was exposed. The fractures are secondary to the stretching caused by the several repetitions of pushing and pulling through the kink present on the bgc. The distal tip of the embovac was not attached, and it might have gotten lost during the post-operative handling or decontamination process as it was not received in the lab. This damage may have occurred when the tip of the embovac got stuck in the kink of the bgc and the whole body was pulled. The device was confirmed to be within specifications as related to the inner diameter (ID) and outer diameter (od) of the non-damaged portion on the proximal end. The customer complaint was confirmed based on the conditions present on the device. With the information available for review, it can be reasonably concluded that non-device factors such as the severely tortuous vessels, the device manipulation and interaction with the damaged bgc contributed to the reported event. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) recommends to exercise care in handling the large bore catheter to reduce the chance of accidental damage. A review of manufacturing documentation associated with this lot (30555839) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by cerenovus product analysis lab on (B)(6) 2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.